Event description:
It was reported that a patient underwent a cervical lymph node dissection procedure on (B)(6) 2010 and a drain was placed at the right anterior neck and connected to a reservoir. On (B)(6) 2010, the drain broke on the outside of the body when the nurse milked the drain with her hands. Then, the nurse antisepticised the broken area of the drain, connected the adaptor to it and connected the reservoir again. The patient continued to use the drain until it was no longer needed, then it was removed without any problem. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.